Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the instrument was voting out on diffs and the conductivity was at zero for latron, which he suspected was due to the rf detector preamp card not working properly. The fse replaced the rf detector preamp card and adjusted the latron to specifications to correct voteouts and conductivity. The repairs were verified per established service procedures. (B)(4).

Event description:
During troubleshooting the field service engineer (fse) found that the coulter lh 500 hematology analyzer was voting out differentials (diffs) and the conductivity was at zero for latron. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.